Event description:
Terumo medical received FDA medwatch report # (B)(4). The event description states: "multiple tr bands found with inner plastic attached to inflatable balloon. Not able to separate without tearing the balloon portion that is responsible for holding pressure on the radial artery. Balloon would deflate. Preexisting characteristics that may have contributed to the event: diabetes; copd." The original intended procedure was a coronary angiogram via right radial access. Additional information was received on 14aug2024: the storage conditions for the unused tr bands has not changed. This issue was found before using on the involved patient. Hemostasis was achieved with another device. There was no harm to the patient.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: non-healthcare professional. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used during the same case.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for balloon damage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The operations quality engineer was notified about this issue. Review of device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).